Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned high results for 17 patient samples tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. Of the data provided, the results for 11 patients were erroneous. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 28332601 with an expiration date of 30-jun-2018. No issues were identified during a review of the precision check data. The field service representative (fsr) replaced all the valves and then found that the wash tower was leaking and replaced it.

Manufacturer narrative:
The customer had not been using an extra wash cycle before running crep2. Since the addition of the extra wash cycle, the issue seems to be resolved. Based on the reaction kinetics data, reagent carryover is suspected since the reaction curve for the first result kept rising and did not level off. Several instrument maintenance issues were identified by the fsr and fixed. The root cause was determined to be maintenance issues at the customer site.